Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for a life sustaining infusion, a pump malfunction: pump won't run code was displayed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Patient information received. Also cvs does not provide the event history log for the pump.